Event description:
It was reported that the health care provider (hcp) had been trying to schedule the explant of this pump as it was expected to be nearing end of life. However, before that was able to be scheduled, the pump had alarmed. Upon interrogation, it was noted that the pump had stalled and the pump reached the elective replacement indicator (eri). The pump logs were reviewed which indicated the pumped had been intermittently stalling since (B)(6) 2013. The last stall was on (B)(6) 2013 and the pump had not recovered as of the date of this report. In addition, the pump had reach eri on (B)(6) 2013. The patient did not have any symptoms and was also on oral baclofen. The patient had a pre-op consultation already scheduled with the surgeon on (B)(6) 2013 of which replacement would then be scheduled after. It was noted that the surgery would have to be moved up. At this time the physician had elected to reprogram the pump to minimum rate mode. This device system delivered baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).